Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain had a complete occlusion with hard plastic. The complainant reported that the drain had been in use for three days.

Manufacturer narrative:
Received a photo of a section of the drainage tube for evaluation. The reported event was inconclusive, due to poor sample condition. During the visual evaluation of the picture, it was noted that there was residue inside of the section of the drainage tube. Unable to determine if the residues obstructed the inner diameter of the drainage tube. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed." (B)(4).

Event description:
It was reported that the drain had a complete occlusion with hard plastic. The complainant reported that the drain had been in use for three days.